Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had change battery within 30 minutes alarm occurs but no 'low battery' alarm prior to this. Customer's blood glucose value was 10.8 mmol/l at the time of the incident. Customer will return device for analysis.

Manufacturer narrative:
Pump received with normal operating currents. No unexpected low battery alert noted.